Event description:
I woke up with a burn on neck with blisters/ it is so painful [burns second degree] , went to sleep with the neck pad on [device use error] , . Case narrative:this is a spontaneous report from a contactable consumer. A female patient of an unspecified age and race/ethnicity started to receive thermacare heatwrap (thermacare neck, shoulder & wrist, device lot number q01105, expiration date jul2019), via an unspecified route of administration from an unspecified date for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient reported "I went to sleep with the neck pad on and only for 6 hours. I woke up with a burn on neck with blisters! It is so painful" in (B)(6) 2017. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of "sleep with the neck pad on for 6 hours and woke up with a burn on neck with blisters" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "sleep with the neck pad on for 6 hours and woke up with a burn on neck with blisters" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the wraps following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations.

Event description:
I woke up with a burn on neck with blisters/ it is so painful [burns second degree] , went to sleep with the neck pad on [wrong technique in device usage process] , used back heatwrap on neck [device use error] , . Case narrative:this is a spontaneous report from a contactable consumer. A female patient of an unspecified age and race/ethnicity started to use thermacare heatwrap (thermacare lower back and hip) (device lot number: q01105, expiration date: jul2022) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date in (B)(6) 2017, the patient reported "I went to sleep with the pad on and only for 6 hours. I woke up with a burn on my neck with blisters! It is so painful. The heatwrap was still intact and I examined it to find out if any of the heat pieces came out and nothing was out of sort." Action taken in response to the events for thermacare heatwrap was unknown. Clinical outcome of the events was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the wraps following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. Additional information has been requested and will be provided as it becomes available. Follow-up (28apr2017): new information received from product quality complaints (pqc) group included: updated suspect product from neck, shoulder and wrist to lower back and hip, updated suspect product expiration date, provided product quality investigation results and reaction data (additional event of device use error for using back heatwrap on the neck). Company clinical evaluation comment: based on the information provided, the events of "sleep with the neck pad on for 6 hours and woke up with a burn on neck with blisters" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "sleep with the neck pad on for 6 hours and woke up with a burn on neck with blisters" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.